Manufacturer narrative:
(B)(4). Medical products- all poly patella size 29 mm dia. Standard 8.0 mm thickness catalog# 00597206529 lot# 61454098, lps art surf ef 3-4/str yel 10 catalog# 00599603210 lot# 61302102, femoral component option for cemented use only size e right catalog# 00599601552 lot# 61568692, cobalt g-hv bone cement 40g catalog# 402283 lot# 022760. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision due to loosening and pain approximately four (4) years post implantation.

Manufacturer narrative:
(B)(4). The reported event is confirmed. No devices were received; therefore the condition of the components is unknown. The reported components were reviewed for compatibility with no issues noted. Review of the device history records for the tibial component found no deviations or anomalies. Review of the complaint history determined that no further action is required. Operative notes suggest that after the placement of the trial femoral component the surgeon noted that patient did have about 2mm of overhang laterally of the femoral component but this was found to be acceptable. Good range of motion with good stability was noted during trialing. Operative notes for revision surgery indicate patient underwent revision surgery due to pain in proximal tibia and x-ray assessment by surgeon showed lucency around the tibial component and tibial loosening has been confirmed during the surgery. Appropriate range of motion and stability were noted during trialing of the new tibial component. A definitive root cause cannot be determined with the information provided. No corrective action needed at this time. This complaint was determined not to be a new confirmed quality or manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.